Manufacturer narrative:
Product evaluation found the lens returned in liquid in lens case/vial. Visual inspection found haptic broken. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5_12.6 implantable collamer lens, -7.0 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to a lens tear/break during injection. The surgeon performed an enlargement of incision and additional suture. The patient's post-op uncorrected visual acuity (ucva) was 20/20 and the status of the eye being quiet.